Event description:
It was reported while using bd insyte autoguard shielded IV catheter the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: when removing the catheter mandrel it sticks and does not come out completely.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 01-feb-2023 . H6: investigation summary : bd received a 24 gauge insyte autoguard device from lot 2087238 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned unit and observed no physical damage or deformities to the unit. However, the engineer did determine that the catheter adapter was found lodged inside of the needle cover. The catheter had blood residue inside of the tubing indicating that the catheter likely became lodged after use since it would have been unable to enter the patient's vein if it was before use. The needle also appeared to have successfully retracted inside of the handle grip. The engineer reset the needle and attempted to reinsert the needle into the catheter adapter to attempt to recreate the reported issue but due to the amount of blood residue the engineer was unable to insert the needle completely. Finally, the engineer attempted to retract the needle to see if there were any issues with the needle and it retracted successfully with no delay or resistance. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. The needle appeared to be without defect and retracted successfully. Since no defects could be identified during inspection a definitive root cause could not be determined.

Manufacturer narrative:
Initial reporter addr 1: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd insyte autoguard shielded IV catheter the needle would not retract. There was no report of patient impact. The following information was provided by the initial reporter: when removing the catheter mandrel it sticks and does not come out completely.